Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 41 and 240 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.